Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was received on (B)(6) 2016 at zoll (B)(4) for evaluation. The investigation results are as follows: a review of the device history record showed no related complaints that were previously reported for this device. During visual inspection a hole on the load plate cover was observed. During functional testing, when the platform was turned on, the processor pca board was found to be defective. This could cause the lcd screen to fail during power on self-check. Parts replaced: processor pca board and load plate cover in conclusion the reported event of the display screen was dark was confirmed during functional testing. The "dark screen" was caused by a defective pca board, which was replaced to resolve the issue. The reported issue of hearing "noise" was not confirmed. They were unable to detect any loose object that could have caused the rattling noise inside the device. The platform passed final functional test.

Event description:
It was reported that the autopulse platform's (s/n (B)(4)) display was not showing any information and was "dark." There was no report of patient involvement. No additional information was provided.